Event description:
It was reported that the ventilator did not power on. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned plug-and-play (pnp) back-plane has been completed. It controls the charging of battery modules and switching between batteries and mains supply. Our field service engineer replaced the pnp back-plane on site. The ventilator was returned for clinical use after passing all functional and safety tests. The pnp back-plane was mounted in a reference ventilator for simulated use testing. The ventilator did not power on, as reported. Electrical and visual investigation revealed that a capacitor on the pnp back-plane was broken, which was the cause for the reported failure. It has not been determined what caused the capacitor to fail. A faulty pnp back-plane may lead to stop of ventilation, a backup alarm will be generated.

Event description:
(B)(4).